Event description:
Problem statement: the customer called technical support (ts) reporting that the device has a shutdown with error code 3007 and error code 1101 check vent: ventilator restarted. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer performed a full post-verification testing (pvt) on the device. At the s/t accuracy test the certifier did not reach an ipap of 40 when ipap was set to 40. This was identified to have occurred as the customer set v60 settings to default, which is not per the service manual page 250. The customer corrected the setup, and it was confirmed that the certifier was not set properly, trigger was set to auto. The device now is delivering ipap and epap within specifications of test 10 per the service manual. The customer continued to run test 10 and was not able to reproduce the error codes. The device passed required pvt per philips standards and the device was placed back into service.